Event description:
Additional information received indicated that surgical intervention was undertaken wherein both extensions were explanted and replaced. This addressed the issue.

Manufacturer narrative:
The reported event of high impedance was confirmed. The return flex extension lead had all broken wires in the lead body. The cause of the reported event is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32464. It was reported the patient was not receiving effective stimulation. Diagnostic revealed high lead impedance values on left side. Reprogramming was performed; however, it was unable to provide effective therapy. Patient was admitted to hospital for system interrogation. Surgical intervention may be pending to address this issue.